Manufacturer narrative:
E1. Initial reporter facility name: the (B)(6). Device evaluated by MFR.: a charger 12 x 80, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 8mm distal of the distal balloon markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 45mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the iliac vein. A 12.0 x80mm, 75cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the iliac vein. A 12.0 x80mm, 75cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.